Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00331: screw cap.

Event description:
While attempting to attach the cap screw to the polarus plus humeral rod, it was noticed that there was no polyethylene insert in the cap screw. The insert was looked for and was not found. It is not known if the insert was left behind in the patient or if it was never present.